Manufacturer narrative:
Device evaluation :the evolution esophageal stent system device of unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and it was created in response to a pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data review: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0061) lists ¿intestinal obstruction secondary to migration¿ and ¿stent misplacement and/or migration¿ as potential adverse events. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient¿s pre-existing condition or device related adverse event (ref. Att. ¿(B)(4)-rev002 - new clinical triage complaint form evo pmcf MDR (B)(4) ¿). From the study, approximately one-third of patients received post-procedure tumor reduction therapy, it is possible that the tumour reduction therapy contributed to the stent migrations reported. Other possible root causes for stent migration include inaccurate measurement of the stricture, inadequate alignment of the stent to the vessel or insignificant obstruction. Also, as previously mentioned, ¿intestinal obstruction secondary to migration¿ and ¿stent misplacement and/or migration¿ are listed as potential adverse events in the instructions for use. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 03 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation this complaint was opened from post market clinical study - "evolution® esophageal stent systems: fully and partially covered" to capture 03 stent migrations. The stent was repositioned in a follow up procedure in 01 case; the treatment was unknown for the other 02 migrations however from medical advisor input "intervention/additional procedures" would be required as a result of these occurrences. Investigation findings conclude that a possible root cause can be attributed to patient¿s pre-existing condition or device related adverse event. The complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 03 x used device. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-sep-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Case of stent migration. Stent placed for malignant obstruction. No information provided in pmcf study.